Event description:
The manufacturer received information alleging an issue related to a simplygo device involving a thermal product malfunction. There were no reports of patient harm, injury, or medical intervention. The device was returned to a third-party service center, where it was found that the unit did not start and the pca was burned. As per customer request, the unit was required to be evaluated at riql and shipped unrepaired. Due to the alleged malfunction, the device was forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.